Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a capture management warning was displayed when surface electrodes were attached to the patient during routine device interrogation. Capture was 0.75v@0.4ms. Capture management reported 1.75v@0.4ms. The device remains in use. No patient complications have been reported as a result of this event.